Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that before the surgery the hospital staff noticed the following issues. Broach handle could not be connected to the broach size: 7. However, this broach handle could be connected to any broach size other than the broach size: 7. Update 6/7/2017: a functional test with a mating broach confirmed the complaint; the handle no longer locks.